Event description:
It was reported that the patient presented in clinic for a checkup post generator change. Upon review, it was discovered that the left ventricular lead exhibited failure to capture. No intervention was performed. The patient was in stable condition.